Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the touchscreen was replaced. Also software was reloaded and then the programmer was tested and passed to manufacturer specifications. (B)(4)

Event description:
It was reported that prior to use, the programmer pen was unable to calibrate with the screen. A backup programmer was used. The programmer was returned to the manufacturer for servicing. There was no patient involvement.